Event description:
Info received indicated the bed siderail would not latch.

Manufacturer narrative:
The siderail latch cover was bent which prevented the rail from latching. The latch was adjusted to resolve the issue.